Event description:
The magnet was used at the onset of a seizure and the patient indicated that their chest and throat hurt and then the patient became cyanotic. This reportedly occurred on two occasions. The patinet's programmed parameters were changed and the magnet had been used daily since then without incident. The magnet was tested before leaving the physician's office at the time that the adjustment in parameters was made, also without incident. Physician advised patient not to use magnet until manufacturer completes a review of the reported information. Physician is considering reducing the magnet pulse width to a more tolerable setting. No device malfunction is suspected.